Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a precise stent in the proximal left internal carotid artery. During the procedure, the patient exhibited right hemiparesis and was diagnosed with an ischemic stroke. The symptoms began after the angioguard device had already been removed from the patient. The stroke did not require any additional treatment. Patient's symptoms improved but were still present at discharge.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The (B)(6) male patient was part of the (B)(4) study with the following medical history: previous contralateral carotid occlusion, currently on a list for major organ transplantation or is being evaluated for such, and has dialysis-dependent renal failure. The patient received a precise stent in the proximal left internal carotid artery. During the procedure, the patient exhibited right hemiparesis and was diagnosed with an ischemic stroke. The symptoms began after the angioguard device had already been removed from the patient. The stroke did not require any additional treatment. Patient's symptoms improved but were still present at discharge. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15324656 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
The adjudication minutes also provided the results of the CT of the head that showed low attenuation abnormality of the left occipital lobe cortex, consistent with a cortical infarct. No additional information is available and no further reports will be forthcoming.